Event description:
It was reported a patient had x-rays performed the day following an acl reconstruction surgery. The x-rays revealed what appeared to be a large portion of a broken bioscrew guidewire the surgeon did not remove. It was also reported a second surgery date has been scheduled to remove the broken portion of the wire.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to followup communication. The device has been requested for evaluation but the disposition of the remaining portion of the wire is unknown at this time. If an evaluation or additional relevant information is received, a follow-up report will be submitted. A two year review of complaint history for this catalog number found no similar reports. This is the first complaint for this part/lot combination.